Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis that may occur and/or require intervention include, but are not limited to dissection of the aortic vessel and surrounding vasculature.

Event description:
On (B)(6) 2019, the patient was implanted with conformable gore® tag® thoracic endoprostheses to treat a descending thoracic dissection. It was reported that on follow up images computed tomography images dated (B)(6) 2019, revealed the dissection had extended to the celiac. The tgu404015/18666716 device was the most distally implanted. There was a reintervention on (B)(6) 2019, to extend the most distal device. The patient tolerated the procedure.